Manufacturer narrative:
Product event summary: confirmed that the cable was cut, and the radiofrequency (rf) head was damaged from resterilization. The rf head failed incoming program/interrogate testing and electrical field immunity testing. The rf head's main printed circuit board (pcb), upper and lower case, antenna coils, and magnet were contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency (rf) head was cut or broken by resterilization. The rf head has been returned to service. There was no patient involvement. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis.